Manufacturer narrative:
(B)(4).

Event description:
During the index procedure four in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the prox to mid to distal sfa and pop1 of the left leg (l-1). The patient suffered restenosis of the left sfa(l-1) approximately 15 months post index procedure and approximately 2 weeks later was treated with non-mdt pta. The % stenosis was 99%. The investigator assessed that the event was not related to the study device, procedure or drug. The event is resolved.